Event description:
In 2003, this pt was implanted with gore excluder endoprostheses. In 2008, imaging demonstrated aneurysm enlargement due to endotension. At about 3 days later, the pt underwent a reintervention in which gore excluder endoprostheses implanted to reline the previously implanted endoprostheses. The devices were implanted without difficulty. The pt is in good condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Endotension. Aneurysm growth in the abscence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.